Event description:
It was reported the procedure was to treat a lesion in the superficial femoral artery / popliteal artery. Thrombectomy was performed with the jeti hydrodynamic thrombectomy system with no issues noted. Percutaneous transluminal angioplasty was then performed followed by implantation of a supera stent. No device malfunctions or adverse events were reported during the procedure. The patient returned to the intensive care unit at a later date requiring a heparin drip in the same leg treated with the jeti thrombectomy system and supera. No additional information was provided.

Manufacturer narrative:
The device was not returned for analysis. A corrective and preventive actions (CAPA) review was performed and revealed no indication of a product quality issue. Additionally, a production record review and a review of the complaint handling database was not performed because the part and lot number was not reported. The reported patient effect of thrombosis is listed in the supera peripheral stent systems instructions for use (IFU) as a potential adverse event. A conclusive cause for the reported thrombosis, and the relationship to the product, if any, cannot be determined. The treatment appears to be related to the operational context of the procedure. Based on the reported information and results of the complaint investigation there is no indication of a product quality issue with respect to the design, manufacture, or labeling of the device. B3 - for reporting purposes, the date of event will be estimated as (B)(6) 2025, one week post procedure. D4- the UDI is not known as the part and lot number were not provided.